Event description:
Checkpoint was first notified of this event on 17jul2023. A revision carpal tunnel procedure occurred on (B)(6) 2023. On (B)(6) 2023, 11 days after surgery, patient was seen at the clinic and surgical site looked fine like it was healing normally. No complaints or concerns were noted at that time. On (B)(6) 2023, patient called doctor to report fluid oozing out of the surgical site and reported the fluid had been oozing a few days prior to the call. Doctor saw patient on the same day and when dr. (B)(6) pressed on the patient's palm, clear fluid oozed out. In the fluid the provider noted there were pieces of neuroshield device. Dr. (B)(6) was positive it was small pieces of neuroshield, as he stated that the membrane was still in its sheet form, but just in small pieces. Dr. (B)(6) also reported that the 6.0 prolene suture that was used to tack down the neuroshield also came out in the fluid. Dr. (B)(6) pressed on the patient's palm until all of the oozing stopped. Dr. Avena monitored that patient closely for the next two weeks. The patient said the oozing continued. On (B)(6) 2023, 51 days post-surgery, the patient was prescribed antibiotics. When the patient started taking antibiotics, it was reported that the oozing stopped, and the surgical site had closed and is healing better. The patient is happy and on their way to a full recovery. It is unknown if the neuroshield membrane was fully removed or how much of the membrane was pressed out of the patient on the (B)(6) 2023 post-op visit with the patient. Dr (B)(6) did not report if the fluid was cultured.

Manufacturer narrative:
Root cause is unknown. As some portion of the neuroshield was exuded from surgical site, there was potentially movement/migration of the neuroshield around/through the surgical site closure. Potential cause includes tearing of the device at the time of suture. The excess of fluid may or may not have been caused by the neuroshield and/or associated suturing. Unknown if infection occurred as fluid was not cultured.